Event description:
Boston scientific crm received information through the latitude product monitoring system that this device had delivered a red alert after recording a right ventricular (rv) pacing impedance out of range. No adverse patient effects were reported.

Event description:
This information was also reported under FDA report number 2124215-2010-21527.

Manufacturer narrative:
Further information was received that several out of range impedances were recorded, however, the average impedance remained in the normal range. No intervention was performed and the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No further information is available. This report will be updated if additional information becomes available.